Event description:
Spinal anesthesia failed. Patient was then converted to general and adductor block. There were no complications during the surgery and the patient was transferred to the recovery room in stable condition. Please note: we do not have the empty bupivacaine ampule, and thus no identifying numbers to report for this case.